Manufacturer narrative:
The device was analyzed by st. Paul engineering. The device was connected to a known good vent charger/power cord to the ventilator. A tight connection with the ventilator was confirmed. The device was powered on and the ventilator continues to charge without any issue. Using a regulated laboratory air source at 50 psi, a known good oxygen hose and a good patient circuit was connected to the ventilator in a stand-alone configuration. Therapies were run at low, medium, and high activity levels. No error message nor alarms observed; no malfunction found. The ventilator performed as intended. Allegations of injury could not be substantiated. Ventilator given to our service department on 14oct2022 for a maintenance protocol. The life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all life2000® ventilation system components are functioning as originally designed. If found to be damaged, the power cord and device would be immediately removed from use. Repair or replace as necessary. A device malfunction of a frayed and burnt power cord could not be ruled out. The power cord was not returned by the customer, and they are unable to locate the power cord. Based on this information no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the power cord was frayed and burnt. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all life2000® ventilation system components are functioning as originally designed. If found to be damaged, the power cord and device would be immediately removed from use. Repair or replace as necessary. The investigation is ongoing. The device has not been received for inspection, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the power cord was frayed and burnt. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).